Event description:
Medtronic received information from an abstract of the journal of (B)(6) medical association on a retrospective study (may 2007- july 2011) to evaluate the outcomes of implantation of the contegra valved conduit in 16 pediatric and adult patients in (B)(6). Three of the 16 patients were in-hospital deaths which were reported to not be related to the conduit. One patient was lost to follow up. One of the remaining 12 patients had severe valvular regurgitation with in intervention and another patient needed distal pulmonary artery dilatation due to stenosis. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted/was not returned, therefore no product analysis can be performed. Additional information has been requested, but not received. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information be received, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.